Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. The products are not available for evaluation. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the valves on the trocars did not close properly. When the instrument was removed, the trocars also came out and had to be placed again. This occurred on three occasions for the same surgery. Serum also leaked through the valves. The surgeries were prolonged for approximately 15 minutes and sutures were not necessary for all surgeries but were frequently used. All surgeries were completed successfully with no patient impact.

Manufacturer narrative:
The product is not available for return. Therefore, we are unable to determine the root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.